Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk - screws: nail distal locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after a procedure, the tfna and lag screw were broken at distal end of the thread of the lag screw. There was no plan of removing or revising it. The patient was able to ambulate, and it was unknown if there's any corrective additional procedures will be done. This complaint involves two (2) devices. This report is for (1) unk - screws: nail distal locking this report is 2 of 2 for pc-(B)(4).